Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog # 1604200500, 510k# k113174 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery from t8 to s2 due to some unknown reasons. Post-op, the implanted rod detached from the screw head and it was in rebounded condition. Patient underwent re-operation for the removal of the device. It is unknown if there was any patient symptoms or complications as a result of this event.